Event description:
The customer reported a leak from a coulter lh 750 hematology analyzer that occurred during instrument startup. The volume of the leak was less than 10 ml and was not contained within the instrument. The customer identified the source of the leak on the blood sampling valve (bsv) and reattached the tubing. The instrument operator was wearing gloves, goggles, and a lab coat at the time of the leak. There were no reports of biohazard exposure to the leak. There were no erroneous results generated in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse verified that tubing to the bsv was tight. The customer had run controls and all results were acceptable. The fse performed several incidental repairs such as replacing the hand detector and tubing inside the air water separator. The instrument was able to run without leaks or errors. All repairs were verified per established procedures. (B)(4).